Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the anchor plug and threaded anchor were returned detached from the device. The threaded anchor was fractured. No physical damage to the handheld device. A functional evaluation of the returned device is not applicable as a visual failure was reported. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the packaging process found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was unintended use of the device. Factors, that may have contributed to the reported incident, include unintentional actuation or unintended force applied to the distal tip of the device per e-mail communication, a portion of the anchor was not retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported breakage cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. The patient impact for micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the proximal "5.5mm healicoil knotless regenesorb suture anchor" was broken when inserted into the bone hole. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No patient injuries or other complications were reported.